Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that the patient became infected. The infection neces sitated an explant, and the entire system was explanted. They were going to re-implant in the near future. The indications for use were non-malignant pain and chronic low back pain. Drug information on the medication being delivered by the system was unknown. Diagnostics performed were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.